Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that the implantable cardiac monitor (icm) was not working properly. Follow-up with the patient's clinic indicated that they had not been seen since the date of the call. The icm remains in use. No patient complications have been reported as a result of this event.